Event description:
It was reported that the patient had tingling and numbness in their pain areas. It was also reported that the patient was no longer holding a charge. The patient underwent an ipg replacement procedure. The explanted battery will not be returned as the facility discarded it.